Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient fell and hit their head causing ineffective therapy due to high impedances. Surgical intervention took place on (B)(6) 2024 wherein the extension was removed from the ipg and reinserted which cleared the high impedances. Therapy was restored.